Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of post-paced t wave oversensing recorded by the implantable cardioverter-defibrillator. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that in addition to post-paced t wave oversensing the patient experienced frequent episodes of pacemaker mediated tachycardia. Programming interventions were made on (B)(6) 2023. The patient was not symptomatic.